Event description:
It was reported that prior to a lap oophorectomy, the handpiece gave an error 4 overtemperature error when plugged into the generator and felt hot to the touch. The handpiece was swapped with another handpiece, and the case was completed with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.